Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument. The customer stated that the reactions were rated as 1+ positive but yielded a negative result in manual gel testing with the same card lot number. Visual inspection of the ih-1000 pictures of the abo/d cards had a hazy appearance the anti-b wells. The customer used two different card lots and we filed reports 9610824-2023-00044, 9610824-2023-00045 & 9610824-2023-00046 for the first used lot of ih-cards. The customer did neither provide the complaint sample for investigational testing nor the patient samples that had caused the false positive test results. Therefore our quality control laboratory investigated the retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and absence of splashes in the reaction chamber. All acceptance criteria were met. Then our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive or hazy reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer was sent to the customer's site to investigate the affected instrument and to collect trace files. The investigation of the instrument data confirmed the customer's complaint. The received databases and files were analyzed for any issue relevant anomalies. The images were processed by r&d and the 1+ reaction with the anti-b were graded negatively for all the cards analyzed. The 1+ reaction observed by the end-user could be explained by a contrast that is too high. A field service engineer was dispatched to perform the calibration of the camera and check the card barcode sharpness. We submitted our initial reports for this incident for the ih-cards used by the customer. Since our investigation showed that the incident was caused by the instrument, we changed the changed the suspected medical device from the affected ih-card to the affected instrument ih-1000.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument. The customer stated that the reactions were rated as 1+ positive but yielded a negative result in manual gel testing with the same card lot number. Visual inspection of the ih-1000 pictures of the abo/d cards had a hazy appearance the anti-b wells. The customer used two different card lots and we filed reports 9610824-2023-00044, 9610824-2023-00045 & 9610824-2023-00046 for the first used lot of ih-cards. The customer did neither provide the complaint sample for investigational testing nor the patient samples that had caused the false positive test results. Therefore our quality control laboratory investigated the retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and absence of splashes in the reaction chamber. All acceptance criteria were met. Then our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive or hazy reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer was sent to the customer's site to investigate the affected instrument and to collect trace files. Evaluation of these data is still ongoing.